Event description:
Report of explant of device system due to "staph aureus infection" received per annual device tracking report. Follow up with hcp revealed the pt had signs and symptoms of fever, redness, and swelling. The primary location of the infection was the device pocket. A culture was positive for staph aureus. The pt was treated with IV antibiotics and total device system explant. The infection has resolved with "good" outcome other than increased spasticity which is causing discomfort. The pt has a risk factor of being extremely thin.